Manufacturer narrative:
The evaluation of the device did not confirm or duplicate the reported problem of ECG comm error. Service executed an internal procedure to insure the integrity of the connections to and from the ECG preamp board. During the procedure, the unit displayed slight artifacts while tapping on the ECG cable connected to j2 on the preamp board. The cable and connector was replaced. The device was tested and performed according to specifications.

Event description:
The unit will intermittently display 'ECG comm error'.